Event description:
The customer reported via phone call indicating that the insulin pump had a failed battery test. Customer's blood glucose was 240 mg/dl. The customer was treated with 12 units from injections. We did not troubleshoot for the failed battery test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.